Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; limb graft occlusion following endovascular aortic repair: incidence, causes, treatment and prevention in a study cohort guoquan wang, shuiting zhai, tianxiao li, xuan li, danghui lu, bo wang, dongbin zhang, shuaitao shi, zhidong zhang, kai liang, kewei zhang, xiaoyang fu, kun li and weixiao li doi: 10.3892/etm.2017.4658. Brand name unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An unknown medtronic bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 12 months post the index procedure, the patient suffered from claudication and left limb occlusion within the stent graft. Intervention was completed where a bypass and antiplatelet medication was administered to treat the event. The cause of the event was deemed anatomy related. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.